Event description:
The customer reported the ventilator would not power up. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the mains power led indicator would not light. The customer requested manufacturers field service. The manufacturers field service engineer (fse) confirmed the reported problem and reported the unit would not power on via ac or battery power. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Supplemental report.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.